Event description:
Procedure: laparoscopic nephrectomy a laparoscopic nephrectomy was performed on a pt using hem-o-lok ml polymer clips. Two hem-o-lok ml clips were used to ligate the renal artery with a 1-2 mm cuff. Approx 3-4 hours post-op, the pt experienced a drop in blood pressure. The pt was reopened and site of ligation was missing the two clips. Surgeon repaired the site by suture. Pt required 11 pints of blood transfused.